Manufacturer narrative:
(B)(4): missing staples. The analysis results showed that the reload arrived in good visual condition and with only 10 staples present. No functional test was performed. Event could not be confirmed as no instrument was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, only half of the staples could come out after firing and some were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.